Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that he helix exceeded specification the number of turns to extend and retract. The drive shaft lug stuck behind the retraction stop prevents helix extension.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead helix was unable to be fully extended. The lead was removed from use and a new lead was implanted. No patient complications have been reported as a result of this event.